Event description:
Information received from the field notes that the patient presented to the emergency room complaining of syncope after turning on the clothes dryer. The segms were on freeze and nothing was captured. A previously recorded segm showed noise. The patient's daughter commented that just prior to the syncopal episode, the patient complained of shortness of breath. The noise could not be reproduced. The patient was released from the hospital. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative